Event description:
During an in clinic follow up, it was noted the device had reached elective replacement indicator (eri) soon then expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature depletion of battery was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.